Manufacturer narrative:
(B)(4). A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. (B)(4).

Event description:
It was reported that the atrial lead was explanted due to noise and no sensing. No further information is available at this time.